Event description:
It was reported the device was used during a thoracoesophagogastrectomy. It was reported by the rep the surgeon was stapling across a portion of the stomach with the tl60. The rnfa made sure the alignment pin was in place and that the device was in the range of closure. Surgeon fired the device, cut, and opened device. Only a few staples partially fired into the stomach. Completed procedure by hand sewing the esophagus to the stomach where the stapler had failed. The pt did develop a fistula at the anastomosis, but appears to be doing better.